Manufacturer narrative:
(B)(4). Article citation: rumeal d. Whaley, rana aldrees, rae e. Dougherty, et al. Breast implant capsule-associated squamous cell carcinoma: report of 2 patients. International journal of surgical pathology. 2022; 1-8. The event of seroma and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast pain, swelling, and purulent drainage.

Event description:
Through the journal article ¿breast implant capsule-associated squamous cell carcinoma: report of 2 patients,¿ healthcare professional reported left side ¿rupture,¿ ¿breast pain,¿ ¿significant swelling, tripled in size,¿ ¿purulent drainage,¿ ¿red with central yellow eschar and serous drainage,¿ ¿smooth mass fluid collection,¿ ¿imaging revealed a large fluid collection ¿ with soft tissue thickening,¿ ¿aspiration of the left breast revealed abundant nucleated and anucleate squamous cells. Flow cytometric analysis of the fluid to rule out lymphoma did not show any significant findings and microbiologic cultures were negative¿ and ¿histologic examination of the breast capsule revealed a verrucous epithelial proliferation that spread into the underlying stroma in sheets", not device related, and ¿capsule was densely adherent to the skin". Pathological markers have not been provided. Device has been explanted. Affected side left.